Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Additional information/device evaluation: the device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed that the roller was damaged to the point the ratchet would not fit on it. The calibration was within specification and the device produced a passing test mesh. A set of pliers was used to advance the mesh and check the calibration since the ratchet would not go on the roller. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical included replacement of the roller, worn bushings, worn side plates, damaged comb, gears damaged hardware, and repair of the ratchet. Skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the roller was damaged to the point where the ratchet would not properly engage. While during the initial inspection it was noted that the roller was damaged to the point where the ratchet would not properly engage, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete. Received; however, not yet evaluated.

Event description:
It was initially reported that the device was not ratcheting properly and it was not advancing. Additional information received february 17, 2017 confirmed the event took place during surgery and an additional unplanned skin graft was required after changing out the skin carrier.